Event description:
Allergic reaction [hypersensitivity]. Case description: spontaneous report was rec'd on (B)(6) 2012 from a pharmacist regarding a female pt, age and initials unk. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc (hylan g-f20) injection at a dose of 2ml, once in a week in an unspecified location. The lot number of synvisc was not provided. On an unspecified date, the pt experienced allergic reaction and was hospitalized for 2-3 days. The action taken with synvisc treatment was not provided. The outcome for the event was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The reporting pharmacist assess the relationship between synvisc and the event as definite.

Manufacturer narrative:
The qa (quality assurance) investigation results were rec'd on (B)(4) 2012. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.